Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the output from the power supply was out of specification. Due to the low output, the power supply is unable to power up the monitor because there is not enough voltage supply to the monitor.